Manufacturer narrative:
The power cord was replaced and the neptune was returned to service.

Event description:
It was reported that the rover had a melted power plug. Additional info is being requested from the account surrounding this event.